Event description:
Patient reports that sensors do not always giving an accurate reading so they want to change to something else. Reporter did not consent to follow up. (B)(4). Updated information on 6/24/2025 for report mw5171718 for manufacturer and procode.

Event description:
Patient reports that sensors do not always give an accurate reading so they want to change to something else. Reporter did not consent to follow up. (B)(4).